Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved a 9.5" smallbore trifuse ext set w/3 microclave® clear, nanoclave® (red ring), 3 check valves, 4 clamps (yellow, light green, 2 white), luer lock. It was reported that there the device was breaking or coming apart. Additionally it was stated that the separation or disconnection occur in multiple locations. Lipids on all 3 samples was infusing. There was no blood loss or bleed back. Lipid infusion discontinued in all three events. The set up was all attached to PICC lines. 2 of the 3 events happened during patient use. No harm reported